Event description:
On may 16, 2007, a boston scientific corporation employee became aware of a 2007 digestive disease week poster paper, titled "premature closure of the dutch stent-in I trial: colonic stenting vs. Surgery in left-sided colonic obstruction for incurable colorectal cancer" by j.e. Van hooft et al. The following information was derived from that paper. Patient: approximately one year after the placement of a wallflex enteral colonic stent in a 47 year-old female, a "perforation of the stented tumor into the peritoneum occurred." In 2005, the stent was placed for a "subtotal obstruction at the descending colon." The patient was sent home the same day. In 2006, the patient was readmitted and the perforation was diagnosed the next day. The physician performed "surgery with creation of [a] stoma." Inpatient hospitalization was required. No further information is available regarding the patient's condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The purchasing customer is unknown, therefore, a customer shipment history could not be performed and a potential lot number could not be identified. A device history record review could not be completed. The april 2007 wallflex enteral stent 15-month complaint trend report, inclusive of all failure modes, was reviewed; an increasing trend was noted throughout the 15-month time span. This increasing trend is coincident with increasing product sales.